Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion with an infusion set and was alerted by alarm 2 followed by alarm 26. The blockage was located in the tubing. Patient's blood glucose due to the issue was over 400 mg/dl. Patient took correction injection via multiple daily injections and changed supplies as necessary and resumed insulin therapy. No further information available.